Event description:
It was reported that a patient presented for a generator upgrade. Device interrogation prior to the procedure revealed oversensing of signal before the r-wave on the right ventricular (rv) lead. Programming changes were performed on the new device to resolve the issue. The patient condition was stable.